Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device displayed an e6(overheat warning) error code. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device stopped working. During in-house engineering evaluation, it was observed that the device displayed an e6(overheat warning) error code, had cosmetic damage, foreign substance/debris/cleaning/sterilization. It was further reported that the device failed pretest for visual assessment and loctite assessment. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.